Manufacturer narrative:
Lot number wad not provided; therefore, the device history records could not be reviewed. Should the lot number will be provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.

Event description:
The implantation and removal date has not been provided. Observed during the event: mobility. The device was forwarded to the manufacturer. No further patient complications were reported.